Manufacturer narrative:
(B)(4). Event occurred in (B)(6) . The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the two-prong impactor fractured during the procedure. Subsequently, a versatile impactor was used for the final impaction. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g5, g7, h1, h2, h3, h6, h10. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified the impactor cap had fractured and was not returned for evaluation. There were multiple impaction marks on the strike plate indicating use of the device. The device has approximately 1 year of field service age and it is unknown how many times the device was used. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
D4 (UDI): (B)(4). This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.